Event description:
After using fixodent, I developed a severe allergic reaction - anaphylactic shock. I was air lifted from a small community hosp to a metro hosp in louisville ky. My body reacted with swelling to the point I couldn't breathe and the hospital put me on a ventilator and IV's of steroids to reduce the swelling. I was hospitalized for 1 week. After that I had 25 more allergic reactions that required hospitalization. Only recently in the last 3 months have the reactions stopped since I have stopped using the product fixodent. The damage from using fixodent has been severe, not only financial but physical - nerve damage, stress on my heart and stress to my bones. Event abated after use stopped: no. Event reappeared after reintroduction: yes.